Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected full black screen was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and motor.

Event description:
It is reported that the customer had high blood glucose levels of 208 mg/dl. The customer reported that the display of the insulin pump was black. The customer further reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump had come into contact with water. The customer reported that the battery of the insulin pump was replaced after contact with water but then the display just went black. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.